Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rvlead exhibited small r-waves.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; 305c25 tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that historically the patient¿s right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.